Event description:
It was reported that during the operation, the delta chamber was noticed to be broken.

Manufacturer narrative:
(B) (4). The valve was patent and passed leakage as well as siphon testing. The device performance met all established specifications for pressure flow and preimplantation testing. Therefore, the complaint could not be confirmed by laboratory personnel. However, the valve failed reflux testing. A product dissection identified debris within the valve mechanism. Debris within the occluder may result in reflux. A review of the mfg records was not possible as no lot # was provided. All of our valves are 100% tested at the time of manufacture.